Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was initially presented with chest pain, developed brown/black urine and hemolysis. The patient was returned to the operating room for aortic valve repair due to ai and arch dissection and repair. The patient also had suspected thrombus. The lvad was exchanged with another lvad, however, the patient could not come off bypass and expired in the operating room.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.